Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (b)(*4), implanted: (B)(6) 2019. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that the patient might have had an infection, but it was not determined and had decided to have her implantable neurostimulator (ins) removed. The patient no longer wanted to have it and they didn¿t like the pocket site soreness caused by the implant surgery. The patient compliance was unknown, they had a high blood sugar of 200 during implant and it took a long time to heal; the provider believed this was due to the patient¿s diabetes and smoking. The reason for the pocket site soreness was unknown. For interventions, the pocket site was treated for infection and was monitored since the day of the implant. System explant was scheduled for the following day on (B)(6) 2020. There were no further complications reported or anticipated.